Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-23017: 23018. The patient has 4 extensions (3 from the same lot) implanted as part of his scs system. It was reported the patient could not turn on his stimulation with the programmer after charging his ipg. The patient met with the sjm representative and diagnostic testing revealed auto-reducing. X-rays were taken and revealed the pulled out of the extension. The patient will undergo surgical intervention as the next course of action.